Event description:
A high readings issue was reported with the abbott diabetes care (adc) device. The customer reported receiving unspecified high readings obtained on the adc sensor scan in comparison to unspecified readings obtained on the adc built in meter. It is unknown whether the customer noted a trend arrow on the device. As a result, the customer experienced hypoglycemia and a loss of consciousness; however, after regaining consciousness the customer was able to self-treat with unspecified treatment intended to raise glucose levels. There was no report of death or permanent injury associated with this event. A sensor result of 50 mg/dl was compared to a built-in reader reading of 250 mg/dl and the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded and a valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have led to the complaint. The available tripped trend reports were reviewed for libre sensor and perception code for the last year. The review identified a tripped trend for this perception code. This tripped trend was addressed in the tracking, trending review meeting, and investigated. The investigation concluded that the tripped trend was not correlated with a product nonconformance. Trends are regularly monitored and investigated when exceeding established thresholds to evaluate for. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.